Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Event description:
Reported discrepant sars result for 1 symptomatic consumer. The consumer's wife communicated that her husband received a positive result with cvs health at-home otc and a negative result with another rapid antigen assay the same day. No further confirmatory testing was mentioned.